Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's display light was dimmer and insulin pump had scratches on screen and hard to read the display. Customer stated that the insulin pump had rejected new batteries and rewind was louder. Customer stated that the insulin pump had large crack on back where the battery cap and goes all the way up to almost down to entire insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.